Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was found that the run/safe switch would not lock into either position, creating a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was found that the run/safe switch would not lock into either position, creating a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was duplicated. An impact damage may cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.